Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant patient had persistent left superior vena cava (svc), the left ventricular (lv) lead was placed in the coronary vein and when the physician attempted to place the right ventricular (rv) lead they were unable to advance any of the three catheters attempted. Contrast was injected which showed that the subclavian vein was dissected. The physician decided to abandon placement on the patient's left side and will attempt a right side implant at a later date. All products were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.